Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. The following were noted during visual inspection: partially broken retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.